Event description:
It was reported that a patient underwent a revision procedure due to disassociation of the glenosphere and taper adaptor from baseplate. The original taper and glenosphere were put back into the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures identified the taper adapter attached to the glenosphere. However as the product was not returned, further visual and dimensional analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the disassociation of the two products. Use error was identified during the revision procedure. The instruction for use (IFU) 01-50-0903 for the device states ¿do not reuse instruments or devices labeled for single use only. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents.¿ the taper adapter labeled for single use only, and it was reused in the revision procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.